Event description:
It was reported an issue with safety clamp not engaging on IV set ref (B)(4) when the pump door was opened. Tubing and devices sequestered and will be sent back to bd for investigation. After this happened, the nurse attempted to replicate it again. The nurse opened and closed the door another 4 times, but each time the safety clamp engaged. The nurse reports using the pinch clamp on the distal end of the tubing when opening the pump door, but does not use the roller clamp. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with safety clamp not engaging on IV set ref# (B)(4) when the pump door was opened. Tubing and devices sequestered and will be sent back to bd for investigation. After this happened, the nurse attempted to replicate it again. The nurse opened and closed the door another 4 times, but each time the safety clamp engaged. The nurse reports using the pinch clamp on the distal end of the tubing when opening the pump door, but does not use the roller clamp. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.